Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo mg/dl (which on the system indicates a result of less than 19 mg/dl) and 229 mg/dl no adverse event reported. Return of the suspect device was requested for evaluation.